Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to lead fracture. A new lead with different model was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to product performance anomaly. A new lead was implanted. No additional adverse patient effects were reported.